Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the pacemaker exhibited noise caused by electrical magnetic interference(emi). No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Correction - section a2 : patient is 65 years old.